Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 487 mg/dl. The customer blood glucose level was 215 mg/dl at the time of incident and the current blood glucose of the patient is 179 mg/dl. The customer also report that blood glucose was ranging from 200 mg/dl to 300 mg/dl. Customer does not allege pump was under delivering. The customer report that there was no leak and air bubble in the reservoir. Customer reports insulin exited at the quick release. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Insulin pump will not be returned for analysis.